Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the compact air drive device had an undetermined malfunction. During the pre-repair diagnostics assessment, it was determined that the housing, motor and gearbox were damaged. It was further determined that the motor power was too low. It was further determined that the device failed for check the attachment coupling, check attachment coupling with attachments, check for air leak, check function of soft mode switch (saty system), check triggers for forward/reverse mode and for check the power with test bench: min. 110 to 160 w. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.